Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event and the treatment was not reported. At the time of the report the patient had recovered from this event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. As a result, the transfer set is no longer a suspect product. Therefore, it was determined that this report is a duplicate of report 1416980-2013-30898. All investigation activities will be captured under report 1416980-2013-30898.

Manufacturer narrative:
(B)(4). The event occurred on an unreported date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot numbers h12l07031 and h13c11048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).